Event description:
According to a medical history report, obtained by the reporter, the pt's heart valve was replaced because of a fracture. No details of the actual events are available, including the valve mode and serial number.